Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: mni kwp kwq nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal surgery in (B)(6) 2021 (unknown day), the surgeon performed an l3-s1 posterior spinal fusion on the patient for a traumatic l4-l5 fracture-dislocation. At an unknown point in time, the patient broke both rods between l4 and l5. The patient estimates the rods broke at about the 12-week post-op date. On (B)(6) 2021, the surgeon performed the revision to address the broken rods. He removed both the rods. The procedure was successfully completed. No patient consequences are reported. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) 6.0mm ti hard rod 125mm. This report is 2 of 2 for (B)(4).